Event description:
Initial reporter indicated that the patient would be having a gastric stimulator implanted for gastroparesis. The patient was implanted with the vns therapy system in 2002. In 2005, the patient underwent an upper gi test and a delayed gastric emptying test. Per the patient's gastroenterologist, the test resulted in a diagnosis of delayed gastric emptying. The patient had a jejunostomy tube inserted and reportedly did not tolerate the tube so, it was removed. The patient reported she is on a liquid diet as a result of this diagnosis and lost 100 pounds in six months. The patient continues vns therapy and at this time, no surgery date has been scheduled for implantation of a gastric stimulator. The patient has gained 20 pounds "with doughnuts". The patient's gastroenterologist does not know if the event is related to the patient's vns therapy as the stimulator has not been disabled for a long enough period of time to see if event related to the patient's vns therapy. The patient's neurologist reported "...increased seizures with stopping the vns 24 hours off" subsequently, the therapy was continued. The patient's treating neurologist indicated he believed the gastric paresis is related to vns therapy and "appears to get worse with higher dosing and/or programmed settings".

Manufacturer narrative:
No device malfunction is suspected.